Event description:
As reported by the user facility: ICU patient was on multiple medications.......levophed, neosyneprine, bicarb and vasopressen. All pumps had repeated air in line alarms. Pumps were swapped and tubing was changed and still had alarms causing patient to not get needed meds. The doctors and nursing staff were scrambling to get these drips going. The patients conditioned worsened but he is now on comfort care. They didn't immediately say the pumps were the cause, but surely the interruption of med administration didn't help the situation. On (B)(6) 2023 the customer further indicated device samples, serial numbers, or batch numbers were not available. They further clarified that the patient involved decompensated on (B)(6) 2023 and passed the same day. Additional information was received 01oct2023 from the customer: 1. What was the official cause of death? Severe metabolic acidosis, secondary to renal failure, secondary to shock 2. Is an incident report available for the patient involved? Internal voluntary reporting at cmh; same report sent to bbraun on same day 3. What were the factors that influenced the decision to place the patient into comfort care? Labs worsening; pt dnr/dni. How much time had passed between the delays experienced and the decision to transfer the patient to comfort care? Less than 24 hrs. 4. Was the patient already being transferred to comfort care when the air in line delay occurred, or were they moved to comfort care as a result of the infusion delay? Patient was decompensating and hypotensive requiring transfer from telemetry unit to ICU. This was when all ordered pressors had alarms.